Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the patient was not feeling very well so the healthcare professional (hcp) thought something ¿wasn't working with the device¿ and when they checked with the patient programmer they saw an out of regulation (oor) message. It was noted an oor message had occurred one time prior to this report (2 times during the report). There were no falls or trauma reported that could be related to the issue. The hcp was instructed on how to bypass the oor. The patient/hcp was going to follow up with the managing hcp. There were no further complications reported or anticipated.